Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6) h3: analysis of the wireless recharger (serial# (B)(6)) revealed that the led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. The recharger was unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their external device information was received from a patient (pt) regarding a recharger. (B)(6) the patient reported seeing scrolling battery lights on the recharger. The following troubleshooting steps were performed: reset the recharger by holding down the power button for 45 seconds while off the dock and while on the dock. Confirmed recharger dock is receiving power the issue was not resolved through troubleshooting. An email was sent to the repair department. Additional information was received and the patient stated that hey noticed a couple of weeks ago, the cord does not stay in the dock and mentioned they have a difficult time using their communicator/handset to find their right side implant  requested a replacement dock and cord. An email was sent to the repair department.